Event description:
It was reported that a spectrum pump falsely alarmed air in line. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter did not receive and was not able to evaluate the device. When the device is received and the evaluation is complete, a supplemental report will be submitted.